Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was used multiple times. Toward the end of the procedure, while the ivus catheter transducer was rotating and an image was being taken to check visibility outside the patient, a twist occurred approximately 30 cm from the tip of the ivus catheter. This twist caused the catheter to curl up on its own, rendering it unusable. There were no reported patient injuries, as this issue occurred outside the patient.